Event description:
It was reported that this inflatable penile prosthesis (ipp) pump would not deflate as intended. The pump was still inflating, but after troubleshooting the device was still unable to deflate. The cylinders and pump were explanted and replaced. The physician suspected that it was an issue with the pump valve when inspected after explant. There were no patient complications reported.